Manufacturer narrative:
The blower and gas delivery system (gds) were returned for failure investigation. Both flow sensors on the gds have been damaged with the pc board separated from the sensor component. Due to the physical damage to the gds, normal flow testing cannot be completed. There is no allegation of failure for the returned gds. Visual inspection of the blower observed no obvious dust or debris, no signs of mechanical damage of physical mishandling, no obvious indications of electrical overstress or overheating, and no signs of wear on the connector or cabling. The customer complaint cannot be verified; the returned blower passed all testing.

Event description:
It was reported there was a blower high temperature error. The ventilator alarmed continuously. The ventilator was on a patient at the time of the issue; however, no patient harm was reported. An authorized service provider (asp) determined the gas delivery system, blower and gasket kit needed to be replaced. The asp replaced the gas delivery system, blower and gasket kit. Testing was performed and testing passed.